Event description:
The bolts that secure the uilk assembly to the uic column have sheared. This has allowed the uilx arm to move and become unstable. No consequences to the pt or user were reported.

Manufacturer narrative:
The bolt is failing only on units reworked with the newer insert and bolt. The current commercial shoulder bolt design passed testing to 200 pounds force at system handles.